Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a 8 mm longitudinal tear in the common carotid balloon. Internal carotid balloon was observed to have inflated and deflated properly when the balloon was inflated with saline. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Surgeon had inspected both balloons before the procedure and were found to be operational. Device operated properly throughout the procedure. The adverse event occured at the end of the procedure when surgeon attempted to remove the clamp. The surgeon also stated to one of our sales rep. That the clamping of vascular clamp over the balloon could have contributed to this balloon rupture. Based on our complaint investigation and device evaluation, this device should have been manufactured correctly demonstrated by its proper functionality during use. It is likely that some anatomical (calcification or stenosis in the lesion area) or procedural factors ( damage by the use vascular clamp over the balloon) may have contributed to the balloon damage as stated by the surgeon. There was no injury to the patient as the result of this incident.

Event description:
Surgeon used f3 carotid shunt as a temporary conduit to allow blood flow between the common and internal carotid arteries during carotid endarterectomy procedure. Vascular clamp was used to prevent migration of the inflated balloon. After completion of the procedure, while performing the vascular anastomosis, surgeon attempted to temporarily remove the vascular clamp. Immediately upon removal of the clamp, blood started to leak. Another clamp was used to occlude the artery to prevent blood leakage.